Event description:
It was reported that after insertion of the right side nail with blocker, screw pull out was confirmed in image examination. The screw has been removed and replaced. When the left side nail and screw were placed, it also pulled out during compression; the screw was removed and replaced by another, which had the head locked. The doctor removed the screw and chose not to put another. It was further reported that one of the screws did pull out of the head and after pullout verified, it was noticed that the ring on the inside of the screw had broken without large loose fragments. The surgical incision was washed. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labeling review, risk assessment. Result: the customer reported event of was confirmed via visual inspection. The screw was returned in 2 pieces as the tulip was disengaged from the screw shank. The bottom of the tulip was deformed heavily on one side, indicating that the tulip head was over angulated in one direction and suboptimal rod placement. Additionally, the damage on the screw shows that the tulip was over angulated until it eventually disengaged. Rod divot on the screw shank head indicates that the rod was not fully perpendicular with the screw when final tightening occurred and was at an angle inside the tulip. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The surgical technique calls for the rod to be perpendicular to the screw when being seated into the rod. Conclusion: the most likely root cause is the position of the rod caused additional torque to be applied to the screw which eventually caused the tulip to disengage.

Event description:
It was reported that after insertion of the right side nail with blocker, screw pull out was confirmed in image examination. The screw has been removed and replaced. When the left side nail and screw were placed, it also pulled out during compression; the screw was removed and replaced by another, which had the head locked. The doctor removed the screw and chose not to put another. It was further reported that one of the screws did pull out of the head and after pullout verified, it was noticed that the ring on the inside of the screw had broken without large loose fragments. The surgical incision was washed. There are no reports of adverse consequences to the patient.